Manufacturer narrative:
UDI: the part number was unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The brand name, catalog number, serial number and device manufacture date were unknown. PMA/510(k) number was unknown. Concomitant med products: burr devices, attachment devices, foot control device, motor device. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is associated with report numbers:1045834-2018-52272, 1045834-2018-52273 and 1045834-2018-52275

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that after the removal a cerebellopontine angle meningioma using the motor device, the point of attachment at the porus acusticus internus was milled out at first with a 4mm burr device. It was reported that the burr had to be extended with the 2mm version of the burr device. According to the reporter, the ¿extended¿ version with an elongated shaft attachment was necessary for milling, as otherwise, one had no view on ¿it¿ because of the thickness of the shaft in case of small milling head diameter. It was reported that the shaft ¿sucked the thread of an absorbing cotton¿, which then rotated through the burr device and caused an injury to the sinus. It was reported that thereafter, during hemostasis, a malignant brain edema formed. According to the report, as a consequence, the patient expired. The reporter stated that the trigger of the chain of complications was the capturing of the thread by the burr. Which, according to the reporter, was caused only by the inadequately protected extended shaft attachment. The reporter indicated that the reason for the event was because of the long exposed shaft of the milling insert. The reporter further stated that the ¿milling¿ reacted late on the foot pedal device. The reporter stated that the foot pedal released immediately, which led to the stopping of the milling. According to the reporter, the issue did not exist at the beginning of use of the devices. The customer alleged that "critical is the shaft of milling operations during operation in the depth of the base of the skull, also this missing instant stop function when the stop of the pedal". It was reported that the ¿extended¿ milling attachments were no longer used. There was patient involvement reported. It was reported that the patient had no co-existing medical conditions and was ¿well up to the tumor¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as unknown in the initial report and has been updated as (B)(4). However, the device manufacture date is still currently unavailable. Therefore, the UDI is incomplete but has been updated accordingly. The brand name, catalog number, serial number and 510(k) number were unknown in the initial report. The device information has been identified and updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the condition of inadequately protected extended shaft attachment could not confirmed. Therefore, an assignable root cause was not determined. However, during investigation additional failures were observed. A visual and functional assessment was performed on the device which found that it was overheating and had a bent tip. During repair, it was observed that the bearing was corroded on the device, which caused the heat. It was further determined that the cause of the corrosion buildup was due to improper cleaning (user error). It was observed that the bent neuro-tip leg was due to excessive lateral force placed on the device, causing the neuro-tip to bend; thus, the damage was caused by user error. It was determined that the issue was consistent with user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.